Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Part #: 338.31, lot#: 4575462 (non-sterile) - dhs/dcs coupling screw. No non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to an emergent hip fracture surgery on (B)(6) 2016, while utilizing the dynamic hip and condylar screw system (dhs/dcs), the coupling screw's threads hindered it from screwing into the one-step lag screw once assembled inside of the one-step insertion wrench. The threads on the coupling screw are malformed/stripped. The coupling screw's threads failed positive engagement with each lag screw. There was no issue with a specific concomitant lag screw. However, the coupling screw was trialed to check if it was in working order, and it failed to exhibit that it would thread into multiple (at least three) lag screws with ease. The scrub technician and the nurse noticed the device issue prior to the surgery taking place. There was no patient involvement. Secondary instruments were utilized to complete the procedure. Concomitant devices reported: dhs/dcs one-step lag screw (part # unknown, lot # unknown, quantity # 3), dhs/dcs one-step insertion wrench (part # unknown, lot # unknown, quantity # 1). This is report 1 of 1 for (B)(4).